Event description:
It was reported by service report that the pt left siderail was stuck due to the release handle being broken. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Siderail release handle.